Manufacturer narrative:
Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1703017. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. Samples were tested functionally, connecting to an injector and syringe without issues and no leaks were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team. Investigation conclusion: leak between protector and vial. No samples or pictures were received. Three (3) retained samples were taken for evaluation. Visual inspections shows no defects. The protectors were connected to the vials using a m12 assembly fixture. All protectors fitted properly the vials. Connected to an injector + syringe, functionality test was performed: no leak was found (pictures attached in complaint (B)(4)). During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Root cause description: there is no evidence of failure during the manufacturing process. The defect couldn¿t be duplicated using the retained samples. Pictures or samples are not provided not being possible to confirm the defect or investigate the root cause of this incidence, most likely due to a misuse of the device by the patient.

Event description:
It was reported that leakage occurred with a bd phaseal¿ protector p14. The following information was provided by the initial reporter, "pharmacy technicians reported a leaking from the small neck vial. The leak came when the vial was inverted to withdraw drug. The leaking was at the neck of the vial where the protector is applied. The drug was bortiezomib. I encouraged the pt to contact bd at time of occurrence in future. Response from bd rep on 29-may-2019: "site prepared 3 vials same drug with same leaking concerns." 5 occurrences were reported during, but he date/time and patient information were not given. 1 complaint of 2.